Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional additionally reported "¿a and b: sections show wall of the capsule with stromal fibrosis. Patchy chronic inflammation with sheets of foamy macrophages are identified. Atypical cells not seen. Cd30 requested on a3¿.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and late seroma. Visual analysis of the returned device identified weight of the device to be within specification, crease fold, deformation, red particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side ¿changes to left breast over 2 days¿, ¿sore nipple¿ , device rupture, and seroma. Device was explanted.